Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during procedure, the eva triggered a message during priming indicating that no irrigation was available the user was unable to resolve the issue but the completed the procedure by using a back-up machine. No patient/user harm. However, due to this event the surgery is prolonged with more than 30 minutes.

Manufacturer narrative:
With regard to this event an eva pump module and logfiles were returned for investigation. Review of the logfiles confirmed the occurrence of an error message indicating that no irrigation was detected and that the infusion clamp and tubing should be checked. Investigation of the returned module did not reveal any anomalies regarding the reported event. The reported event could not be reproduced. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Based on the investigation results it was determined that the reported event could not be attributed to the eva pump module that was returned for investigation. Most likely the event was caused by an unintended use error with the consumables used, however, this could not be determined conclusively based on the available information. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.